Manufacturer narrative:
Per the data supplied by the customer, the rlu (relative light unit) on the calibrations were elevated. It is not possible to determine cause of elevated rlu from the data provided. Additional data was requested but has not been supplied to date. Possible causes of elevated calibrator rlus may be, but are not limited to, pack contamination, calibrator contamination, and instrument mixing issues. Bec identifier for this complaint is (B)(4).

Event description:
A customer reported to beckman coulter, inc (bec) that low level qc for total beta human chorionic gonadotropin (access total b-hcg) assay on access 2 immunoassay analyzer was performing outside of the established limits greater than 5sd high. Repeat testing after recalibration with the same on board reagent pack produced failing qc results again. Bec hotline instructed the customer to recalibrate and run qc using a fresh reagent pack and calibrator, and the qc results came within the range. There were no erroneous patient results generated in connection to this event, and therefore, no patient treatment or diagnosis was impacted. The customer used the below listed reagent and calibrators: access total b-hcg reagent pack: catalogue number: 33500; lot number: 114334; date of manufacture: august 2011; expiration date: 06/30/2012; product code: jhi, human chorionic gonadotropin (hcg) test system. Access total b-hcg calibrators: catalogue number: 33505; lot number: 113070; date of manufacture: july 2011; expiration date: 12/31/2012; product code: jhi, human chorionic gonadotropin (hcg) test system.